Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm failed battery test and changes incorrect for moving or coasting. Customer's blood glucose at time of incident was unknown mmol/l. The customer was advised to insert new battery and did not alarm failed battery test. The customer was advised to monitor pump. The customer stated that they got pump error alarm. The error table does not indicate the pump should be replaced. The customer was advised alarm may have been related to a site issue. The customer was advised to change out entire infusion set. The customer was advised to monitor pump.